Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. The tandem insulin pump infused insulin based upon the cgm value. The patient had symptoms of tiredness, chest pain, and difficulty breathing. Her husband contacted emergency medical services (ems) for transport to the emergency room (ER). The cgm value was 345 mg/dl but the bg finger stick value obtained by the emergency medical technician was 500 mg/dl. At the emergency room she was treated with insulin and then discharged home in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.